Event description:
Major pump unit(s) involved: device thrombosis. Specify component(s) involved: inflow graft malfunction/malposition, pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: thrombosis with power surges.specific component(s) involved: inflow graft malfunction/malposition; pump drive unit malfunction.additional text: malposition to lateral ventricle wall; thrombosis.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump; other interventions, specify.other intervention : tricuspid valve repair, repositioning of inflow cannula without replacement.implant device type: lvad.